Event description:
It was reported that the valve was disconnected from the inflation funnel of the catheter when the user inserted a syringe into the valve to inject water before use on the patient.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The exterior of the sample was inspected and the cap was found detached from inflation funnel. The edges of the inflation funnel were smooth and regular. A potential root cause for this failure mode could funnel thickness incorrectly sized at build-up or finish dipping operations/ machine misalignment during valve/cap assembly/user related (rough handling or incorrect syringe used). How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿3) using aseptic technique, position the needle-less syringe(slip-tip or luer-lock type) in the center of sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port attached luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. If situation wouldn't be improved, serve the inflation funnel of valve."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the valve was disconnected from the inflation funnel of the catheter when the user inserted a syringe into the valve to inject water before use on the patient.